Manufacturer narrative:
Updated data: b5. Third paragraph added d. Device information updated h4. Device mfg date added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever. Aspiration pneumonia was suspected and ampicillin/sulbactam was administered. Two days after onset of symptoms, the patient was confirmed to have covid-19, and progress was monitored. Three days after onset of symptoms, the patient gradually developed bradycardia and had pulseless electrical activity, so resuscitation was initiated. Due to long-term resuscitation, brain edema was observed in computed tomography. The patient's family received an "ic", and it was decided not to perform chest compression or defibrillation during sudden changes. Seven days after onset of symptoms, at dawn the patient developed tachyarrhythmia and hypotension. Amiodarone was administered and various types of catecholamine were administered, however, the patient's response was poor and cardiac arrest occurred. The patient's death was confirmed. Per the physician, the patient's hypocardiac function further worsened due to the complication of aspiration pneumonia and the covid-19 infection. Additional information was received that the physician did not attribute the death to the device or the implant procedure. Additional information was received that clarified "ic" referenced informed consent.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever. Aspiration pneumonia was suspected and ampicillin/sulbactam (abpc/sbt) was administered. Two days after onset of symptoms, the patient was confirmed to have covid-19, and progress was monitored. Three days after onset of symptoms, the patient gradually developed bradycardia and had pulseless electrical activity (pea), so resuscitation was initiated. Due to long-term resuscitation, brain edema was observed in computed tomography (CT). The patient's family received an "ic", and it was decided not to perform chest compression or defibrillation during sudden changes. Seven days after onset of symptoms, at dawn the patient developed tachyarrhythmia and hypotension. Amiodarone was administered and various types of catecholamine were administered, however, the patient's response was poor and cardiac arrest occurred. The patient's death was confirmed. Per the physician, the patient's hypocardiac function further worsened due to the complication of aspiration pneumonia and the covid-19 infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 6 days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever. Aspiration pneumonia was suspected and ampicillin/sulbactam (abpc/sbt) was administered. Two days after onset of symptoms, the patient was confirmed to have covid-19, and progress was monitored. Three days after onset of symptoms, the patient gradually developed bradycardia and had pulseless electrical activity (pea), so resuscitation was initiated. Due to long-term resuscitation, brain edema was observed in computed tomography (CT). The patient's family received an "ic", and it was decided not to perform chest compression or defibrillation during sudden changes. Seven days after onset of symptoms, at dawn the patient developed tachyarrhythmia and hypotension. Amiodarone was administered and various types of catecholamine were administered, however, the patient's response was poor and cardiac arrest occurred. The patient's death was confirmed. Per the physician, the patient's hypocardiac function further worsened due to the complication of aspiration pneumonia and the covid-19 infection. Additional information was received that the physician did not attribute the death to the device or the implant procedure.

Manufacturer narrative:
Updated: b5 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.